Event description:
A remstar auto device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed blower foam degradation. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e53 err_comp_log_sem_timeout and e106 err_heatedtube_tube_max_temp. The device was scrapped.